Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm on event date. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 16cm. The iliac vessel morphology is unknown. The pt has a history of obesity and cad. It is reported that there was a successful outcome (exclusion of aneurysm) however, it is reported that the physician had difficulty pulling back the nosecone and runners of the delivery system. The physician placed a pta balloon in the contralateral short limb and further supported the balloon with a 16 fr sheath at which time the runners were pulled back with no slippage. The pt was reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event. The device was not returned for investigation.